Event description:
Device issue: none. Adverse event: angina, in-stent restenosis. Onset of adverse event: approx 13 months after the procedure. It was reported via a trial, that approx thirteen months post a first diagonal artery stenting procedure, the pt experienced angina. A repeat angiogram found in-stent restenosis of a xience v stent. The pt was rehospitalized. It is unk if intervention was performed. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(64. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although, a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.